Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received additional information alleging the patient also having allergy symptoms, post nasal drip, nasal congestion and fatigue. The medical intervention was not specified. Section g and h are updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation go auto device's sound abatement foam. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that product investigation laboratory initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. Product investigation laboratory attached the customer supplied humidifier and verified airflow, and the heater plate became warm. Dust-like contamination and tiny hairs/fibers in the air outlet port and on the outside of it air inlet filter and air inlet filter area had gray dust-like contamination and tiny hairs/fibers. Battery access end cap had dust-like contamination and hairs/fibers in it. Air inlet baffle had dust-like contamination and tiny hairs/fibers on it. Dust-like contamination and small black unknown pieces of contamination (inconsistent with degrading sound abatement foam) and hairs/fibers in the bottom enclosure. Dust-like contamination was in the bottom of the blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. No errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Unknown greasy residue behind air inlet filter at around air inlet. Dust-like contamination inside humidifier enclosure, on and under the heater plate, and on the dry box. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.